Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient experienced blood glucose levels up to 400 mg/dl with occasional ketones. The reporter indicated that thinking that the pump might not be working appropriately. The pump was reviewed with the reporter and found multiple call service alarms related to occlusions occurring. The reporter indicated that the infusion set was being replaced with blood glucose elevations but the occlusions continued. This report is made based the allegation that the patient experienced hyperglycemia associated with the finding that the pump recorded multiple call service alarms related to occlusions.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the last basal delivery was on (B)(6) 2014 1:55pm. There were multiple occlusion alarms observed. The ¿144¿ warning was not acknowledged. The pump was exercised for 24hour on 1u/h basal program. The occlusion occurred during test. The total daily dose adds up and reflected 24u after the duration test. The pump passed delivery accuracy test and the device performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.